Event description:
It was reported by the biomedical engineer that the external pulse generator has broken connectors. The engineer is going to order new connectors and repair the device. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results. Conclusion: the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.